Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain and associated "burning" sensation leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2014. Uneventful device explant due to pain on (B)(6) 2015. The patient's symptoms have resolved after explant.

Manufacturer narrative:
Patient explant date confirmed as (B)(6) 2014 not the initially reported date of (B)(6) 2015; updates made throughout report accordingly.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain and associated "burning" sensation leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2014. Uneventful device explant due to pain on (B)(6) 2014. The patient's symptoms have resolved after explant.